Manufacturer narrative:
Upon receipt of additional information it has been determined that this device will be reported in MFR 0001822565-2018-01246.

Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.